Event description:
It was reported that when the devices were used during a laparoscopic gastric bypass procedure, the outer gasket tore. Opened another device to complete the case. There was no consequence to patient.